Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation inside patient's body, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and patient status was stable.